Event description:
Per the independent repair center, the customer alleged problem is not stated. The key failure is the pilot valve is alarming and shutting down. As stated on the repair statement additional malfunction on this device: power switch has no alarm.